Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable becomes available. (B)(4)..

Event description:
An optometrist reported a case of photophobia, extreme light sensitivity, to indoor/outdoor light two weeks post bilateral lasik surgery. Pt was noted to have been treated with an increase in topical steroid drops. Reporter mentioned that the pt expressed discomfort due to extreme sensitivity to light. There are two medical device reports associated with this event. This report references the left eye.